Event description:
During the procedure, the physician used a wilson-cook tri-clip endoscopic clipping device. The device was advanced through the endoscope and the clip was fastened to the tissue site. At this time, difficulty was experienced releasing the clip from the catheter. The clip was released from the catheter onto the tissue site by using a side and side movement of the catheter. No injury to the patient was reported.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected device was not returned to wilson-cook for evaluation. Information that would facilitate review of the device history record (ie. Lot number) was not provided with the initial report. We were unable to conduct a sample test from this batch because the lot number was not provided with this report. Conclusions: we were unable to conclusively determine a cause for this observation because the report was unable to be verified. However, we can provide the following comments. Additional information provided in this report indicated that the device was not in a torqued position during this occurrence. We can advise that difficulty with the clip release can occur if the device is used in a particularly curved or tortuous position. This could have caused an increase in friction between the inner and outer catheter, contributing to clip release difficulty, as reported. Additional info provided in this report indicated the endoscope used has an accessory channel of 3.7 mm. The instructions for use for this product line contains the following statements: "the coordination of accessory channel size with compatible devices is essential in obtaining optimal results during a procedure. Please refer to the product package label for the minimum channel size required for this device." The product package label for this device indicates that this device is compatible with endoscopes that have a minimum accessory channel size of 3.2mm. Difficulty in clip release, as reported, can occur if the device is used with an endoscope that has an accessory channel smaller than 3.2mm due to an increase in friction between the inner and outer catheters. Corrective action: no corrective action warranted at this time, as the report was unable to be verified. Prior to distribution, all tri-clip endoscopic clipping devices are subjected to a visual inspection and functional test to ensure device workability.